Event description:
A customer reported a patient experienced a posterior capsule tear during cataract surgery. The patient presented with endophthalmitis postoperatively. A vitrectomy and intravitreal antibiotic injection was required. The surgeon noted some of the corticosteroid remained in the eye from the initial procedure. The doctor suspects this may have caused the infection. Add'l info has been requested.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).